Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker exhibited multiple episodes of oversensing of noise causing pacing inhibition. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.